Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). A cuff miss can be influenced by numerous factors including, but not limited to: manufacturing, user technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Information about user technique was not provided; the target artery and access site were described as mildly calcified, which may have contributed to a cuff miss; however, this can not be confirmed. The product was not returned for analysis, which may have assisted in the investigation. Therefore, it is not possible to determine a conclusive cause for the reported cuff miss. A review of the device history record did not reveal any non-conforming material records associated with this lot that could be related to the reported cuff miss. The needle trajectory of every device is checked twice during manufacturing. Additionally, a sampling of units is destructively tested to verify product quality, to include proper suture placement.

Event description:
It was reported that a physician attempted arteriotomy closure of a mildly calcified right common femoral artery (rcfa) after a coronary cath procedure using a proglide device. The access site was also mildly calcified. Reportedly, when the plunger was retracted from the device body, a cuff miss occurred. The device was removed from the patient's anatomy and a second proglide was used successfully to achieve hemostasis. The patient did not experience any adverse effect. A 6 fr. Sheath was used during the closure procedure. There were no adverse patient effects. The physician is trained in the use of the proglide device. Though requested, no additional information was provided.